Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes keotacidosis and high blood glucose of 720mg/dl, and her blood glucose was treated with manual daily injections. Troubleshooting was declined as the mother stated that someone in the health care provider office did the testing, and the insulin pump was not delivering insulin. The caller mentioned that the device did not give any alarms to the customer. The caller requested the device be replaced. No further information was provided.